Event description:
An impella cp c10 was inserted via the femoral artery through the 14fr low profile sheath in a 65-year-old male who presented with ami/cgs for lv unloading secondary to being supported with ECMO. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. While providing support with the cp, a waveform suggestive of a blood clot was confirmed in the motor waveform. There were no problems with the impella's operation and the patient's hemodynamics, but as it had been in place for 8 days, the cp was replaced and support continued. There were no noted patient events during the pump exchange. When it was removed, intima-like tissue fragments were found near the discharge site, but no blood clots visible to the naked eye were found in the lp sheath, shaft, or cannula. In addition to the above, dr. (B)(6), the patient's physician, requested that the blood clot in the motor be analyzed if possible.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. Updated d9 device returned to manufacturer. Updated h3 device evaluated by manufacturer to "yes". Added a concomitant device. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the reported thrombosis was unable to be determined due to insufficient clinical details.

Event description:
Clinical narrative an impella 5.5 device was inserted surgically via the right axillary and subclavian arterial approach in a 70-year-old female patient for the indication of heart failure with cardiogenic shock in the setting of cardiomyopathy. The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions shock stage d. At the time of implantation, the patient was receiving veno-arterial extracorporeal membrane oxygenation, along with inotropic and vasopressor support. While the patient was in the intensive care unit, the patient developed ventricular tachycardia, which was treated with lidocaine, resulting in conversion to normal sinus rhythm or paced rhythm. An echocardiogram confirmed appropriate impella catheter positioning. The impella 5.5 device functioned at performance level five, providing approximately 3.2 liters per minute of flow, consistent with intended device performance. During support, a placement signal not reliable alarm with loss of the placement signal waveform was reported. Troubleshooting was performed, and placement monitoring was temporarily disabled. The placement signal subsequently returned without intervention, and the patient remained hemodynamically supported throughout. No sustained interruption of support was reported. The reported arrhythmia and placement signal issue are most consistent with patient-specific clinical factors, including critical illness, underlying cardiac dysfunction, and hemodynamic instability. The impella 5.5 was successfully weaned. The patient's outcome at explant was survival.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.